Event description:
A health care professional reported that the case primed initially as protocol and phaco was completed, they started irrigation and aspiration without issue then it stopped no irrigation available and error message came up. They were unable to turn irrigation on again either with foot pedal or on screen. They moved back into phaco steps sculpt/quad but could not get irrigation or aspiration to work during cataract with intra ocular lens implant surgert. The surgery was completed on the same day after replacing with new cassette. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.